Event description:
An engineering investigation was initiated on 9 modules which failed during end item production tests. The failure mode was reported to be open discharge switches. No field or pt related failures have been reported.